Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation, however, review of the provided photos confirmed the reported breakage. The noted damage is consistent with material overload through the use of excessive force and the investigation did not establish a need for corrective action. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was undergoing revision knee replacement when an attune primary femur and an attune revision tibial component were being utilized. The implant being revised was not a depuy product. At time of surgery, the attune shim broke into 2x pieces. All bits have been accounted for. No surgery delay. Procedure successfully completed. No patient consequence.